Event description:
It was reported a patient underwent a cardiac ablation procedure and patient experienced cardiac perforation treated with a pericardiocentesis, chest compressions and extended hospitalization. No transseptal puncture performed and no ablation performed. During mapping phase, a perforation of the pericardial sack was found after the patient experienced a drop in blood pressure. The issue was confirmed with ultrasound. The medical intervention provided was a tap of the pericardial sack and chest compression. Patient was in stable condition. It was reported patient's pressure dropped again from possible bleeding from another organ. The patient outcome was reported as improved. Physician's opinion on the cause of the adverse event is the procedure. Correct settings used on devices and no error messages on the equipment during the procedure. It was indicated that both the stsf and optrell devices were used for mapping. As both were utilized and come in direct contact with cardiac tissue, both are suspected to be possible contributors to the event. This report is for the optrell catheter.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
UDI related data quality updates only correction to the initial MDR, no UDI was provided without an explanation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Multiple attempts were made to reporter to obtain product details, however the product details were unable to be obtained. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).